Event description:
Boston scientific received information that this patient stated that he had lost seventy pounds in the past year. Additionally, the patient underwent a hip replacement and developed pneumonia two weeks later and was diagnosed with atrial fibrillation (af). Shortly after that, the patient stated he developed an unspecified infection that he was told her may not recover from. Recently, the patient received a couple shocks and spoke with a physician who provided instructions on how to complete a patient initiated interrogation (pii). The patient takes nitroglycerin before exercising and last night he became short of breath while using the elliptical machine. The patient thought maybe he was having breathing difficulties as he currently has an eye infection and is taking an antibiotic. The patient then received a shock. He contacted his physician and was seen by a physician. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific sales representative confirmed that the patient went to abbott hospital and was seen by a physician. The representative stated there were no stored shock episodes stored in the arrhythmia logbook. The representative also stated that he was unaware of any infection history and the device appeared to be functioning appropriately. No other adverse events have been reported. This product issue will be updated if additional information is received.